Event description:
The pt presented 6 months after the case with a fistula. A pt was treated with salvage cryoablation for the prostate cancer. Six months following surgery, the pt presented with a fistula. No history of fecaluria or pneumaturia. A CT cystogram to document level and location of the fistula was performed. The pt may require another colonoscopy to visualize size of fistula.

Manufacturer narrative:
A fistula is a serious, but known inherent risk of prostate cryotherapy. The occurrence rate of a fistula is rare. The most common and effective means of preventing a fistula is to monitor the ice ball formation and location using imaging during the procedure. If a pt still develops a fistula, it is likely they will require medical treatment. Galil followed-up with the site regarding this pt. The pt is being followed closely and has seen a gi doctor. The gi doctor chose to monitor the fistula due to its small size. If additional info becomes available, galil will submit a f/u report.